Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that a swab broke inside the sheath during reprocessing involving an olympus gastrointestinal videoscope, resulting in a fragment remaining inside the sheath. There was no patient involvement